Manufacturer narrative:
(B)(4). The reported symptom of "will not connect" could not be reproduced. Unit was tested with unit passing. Additionally, the pump was coupled with a known good wireless battery module, with the baxter (B)(4) gateway configuration installed, making sure the battery and pump are able to communicate with the baxter (B)(4) gateway and receive the ip address and gateway info from the baxter (B)(4) network. The device will be returned to the customer.

Event description:
It was reported a pump would not connect to the customer's network. It was also reported that there was no pt injury.